Event description:
Customer contacted beckman coulter inc. (Bci) regarding false low potassium (k) results generated by the unicel® dxc 800 synchron® chemistry analyzer.there have been 3 events of low results. However, the actual results have not been supplied to date.it is unknown if the erroneous results were reported outside of the laboratory.customer has not received any report of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
After the occurence of low results, the electrode tips were replaced and the system was calibrated, after which the results were "ok". A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.